Event description:
Customer reports back to back blood sugars of 441 mg/dl and 136 mg/dl within three minutes on her compact system. No actions or inactions taken based on the results. No adverse events reported. Requested return of suspect device and replacement was sent.